Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) and company representative (rep) regarding a patient receiving intrathecal morphine (30 mg/ml at 2.99 mg/day) and bupivacaine (15 mg/ml at unknown dose) via an implanted pump for an unknown indication for use. It was reported that the patient was at home and the family noticed an altered mental status and called an ambulance and narcan was given and the patient started seizing and was intubated in the emergency room (ER). The pumpwas turned town to minimum rate. The family stated this had happened in the past and they believed that the patient was showing withdrawal symptoms this past week. No diagnostics were performed related to the pump. It was reported that surgical intervention was planned for (B)(6)2024. It was unknown if the issue was resolved at the time of this report and the patient's status was "alive-with injury". The patient's weight and medical history were asked but unknown.

Event description:
Additional information received from a manufacturer representative (rep) indicated that at this time, the patient was still a patient in the hospital and that a pump check was not performed on (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.